Event description:
My life has been turned upside down by mercury filled amalgams. I have been to more than 130 doctors in 15 years and none of them can explain my physicial symptoms. I will spend the rest of my life assembling an army to prove what is already known. Jesus christ will deal with all of the murders at the hand of the FDA with amalgams. Count on it. Dates of use: 2006 - 2007. Diagnosis or reason for use: poisoned. Event abated after use: no.